Event description:
Material # 304134. It was reported that the bd control syringe broke during use. The following information was provided by the initial reporter: we were notified of a complaint from a customer stating defective syringe. Please see the below details regarding the reported issue. If it is indicated that a sample is available, please provide shipping instructions within 30 days or the sample will be disposed of. Medline complaint #:(B)(4). Defect description: defective syringe ¿ swivel control is breaking during use. Medline part #:23119. Product description: syr 10ml l/l control. Vendor part #: 304134. Date reported: 5/22/2024. Sample received: no. Response needed: acknowledgment only. Additional information provided: 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No effect to patient.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. Investigation summary: as no physical sample, valid part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be confirmed. Based on the limited investigation results, a cause for the reported incident could not be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.